Event description:
It was reported that the video system center displayed error code 226. The issue was identified during inspection prior to use. There was no patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.